Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the submitted log files confirmed that the pump stopped due to depletion of the external batteries and the controller¿s internal backup battery. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The system controller event log file contains relevant data from (B)(6) 2021 at 23:01:37 to (B)(6) 2021 at 22:13:49. The system was switched to battery power at 05:56:03 on (B)(6) 2021. Of note, the relative state of charge (rsoc) values indicate that the batteries were not fully charged. The next event recorded is a low power advisory at 18:03:35 on (B)(6) 2021. Low power advisory alarms were intermittently recorded until a persistent low power hazard resulted at 20:16:38 on (B)(6) 2021. Power cable disconnect alarms occurred starting at 20:25:26 on (B)(6) 2021 due to low battery voltage. The system recorded no external power starting at 20:28:48 on (B)(6) 2021 when the 14-volt batteries were fully depleted, and the system began operating on the ebb. Then, the device operated above the low speed limit until 22:10:27 on (B)(6) 2021 when the log file recorded that the pump stopped. Additional events associated with the pump stop were recorded until 22:13:49 on (B)(6) 2021. The next line of data in the log file was recorded at the default timestamp of (B)(6) 2000 at 00:00:00 when the system controller was reconnected to the mobile power unit, indicating that there was a total loss of power to the system. The pump appeared to function as intended at the set speed before all power was depleted. The account reported that the patient was found expired, and no clear cause of death was identified. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),rev. C is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. The heartmate 3 lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s body was found at home by the spouse with both external batteries and controller backup battery appearing to have been full drained. Log file analysis was normal until (B)(6) 2021 when a low power advisory and hazard alarm was seen, followed by a no external power event due to the 14-volt batteries depleting at 20:28:48. The backup battery engaged at 20:28:50 on (B)(6) 2021 and operated the system until 22:10:27 when it fully drained and the pump stopped. This total loss of power also caused the controller¿s clock to reset to the default time stamp. The patient reported to have passed away on (B)(6) 2021.